Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the erbe encountered a u-02 error. The technical support engineer (tse) had the customer disconnect the pedal cables. After powering the system back on, the u-02 error was still present. The procedure was converted to another vision side cart (vsc) with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated u-02 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the u-02 error and replaced the erbe generator. The system was tested and verified as ready for use. Isi received the erbe involved with this complaint to perform failure analysis. The erbe was analyzed and found to trigger the u-02 error. The probable root cause is attributed to the erbe generator. This complaint is being reported due to the following conclusion: the customer converted to another vision side cart (vsc) after the start of the procedure due to repeated u-02 errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.